Event description:
Customer alleges that there is excessive vibration from the cast cutter. Nurses have complained of tendonitis like symptoms. Two nurses are currently being treated for these symptoms.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The customer complaint was not verified. The vibration was not abnormal. General maintenance was performed on the device and returned to customer.